Event description:
Currently, using amo complete moisture plus contact lens solution. Have experienced redness of the eyes, itching, blurred vision, sensation of something in the eye. I only wear my contacts occasionally because this happens only during and after use of my contacts. I am very careful to clean my contacts and never swim, sleep or shower in them.